Event description:
The customer uses an insulin pump with his contour next ez. At approximately 5:00am, the customer's wife found him lying on the bathroom floor. He had a diabetic seizure and was banging his head off of the bathtub. An ambulance was called and the paramedics were able to raise his blood glucose to 150mg/dl. Information regarding blood results and specific treatment were not discussed. His wife then took him to the hospital. He had a concussion and several hematomas and lacerations on his head. He had bitten off part of his tongue. He also mentioned, at some point he performed blood tests on his contour next ez and then a different meter. The readings were 139 and approximately 19mg/dl, respectively. The difference between the readings fell in the "d" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for evaluation. The strip information was not provided. New meter and strips were sent to him.